Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the drain line for the ise (ion selective electrode) was crimped. The fse re-routed tubing line #15 to resolve the issue and verified repair per established procedures. Failure mode of the leak is attributed to a crimped ise drain line #15. (B)(4).

Event description:
The customer reported having "noise" issues when testing for sodium involving the unicel dxc 600 synchron system. The customer discovered approximately 10 ml of fluid on the floor and reported that the mc (modular chemistry) compartment was wet while troubleshooting the noise issue. The customer stated that the flowcell drain was overflowing causing the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.